Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a ruptured catheter was confirmed. One 4 fr catheter and injection cap was returned for evaluation. The catheter had been cut at the 30 cm mark and what appeared to be blood residue could be seen inside and on the catheter. The catheter was broken into two pieces proximal to the 0 cm mark, where the catheter body and the molded wings join. The break appears to be jagged and a microscopic evaluation showed that the break site was granular and uneven. The break was level along the clear portion of the catheter but becomes uneven along the white stripe. Since the returned sample was ruptured, the compliant is confirmed but the exact cause in unknown. Based on the description of the reported event and evaluation of the returned sample, possible contributing factors could include material fatigue and tensile (pulling) damage. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that this patient was admitted to hospital due to cerebral infarction and had a pqc catheter placed due to the need for short- and mid-term IV infusion of drugs. During ward rounds on (B)(6) 2021, the nurse found that the catheter was ruptured at the 0 scale.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw2590 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient was admitted to hospital due to cerebral infarction and had a pqc catheter placed due to the need for short- and mid-term IV infusion of drugs. During ward rounds on (B)(6) 2021, the nurse found that the catheter was ruptured at the 0 scale.